Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed delivery volume accuracy test.

Event description:
The mother reported via phone call that the customer had seizures in (B)(6) 2015. The mother reported, the customer was diagnosed with gran mal seizure. The customer was not wearing a sensor at the time of incident. The mother stated, the customer's blood glucose was under 20 mg/dl at the time of incident. It was found the customer's blood glucose rose to 80 mg/dl 30 minutes after the seizure occurred. The mother requested a replacement insulin pump. Customer will be returning the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, rewind, basic occlusion and excessive no delivery alarm tests. Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.